Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the tip of the basket failed to separate causing the basket to become stuck inside the patient. It was noted that the device was removed, and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: device code 2547 captures the reportable event of tip failure to separate. Block h10: visual inspection of the returned device found that the proximal section of the device was cut and the distal section was not returned for analysis. Additionally, the handle cannula was detached from the handle. During evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during its use can lead to the handle cannula pulling out from the finger ring. Once the handle cannula is detached, the device condition could have generated issues during the release of the tip, resulting in the reported complaint.based on the information available and the analysis performed, it was concluded that the most probable root cause is adverse event related to procedure since the event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the tip of the basket failed to separate causing the basket to become stuck inside the patient. It was noted that the device was removed, and the procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020*** an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. The basket handle was actuated to open and close the basket until the stone was released, and then the basket was removed through the endoscope.